Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that staples malformed. During the radical resection of esophageal cancer, after fired, found the staples malformed, used suture to sew the anastomotic stoma. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p55137. The analysis results found that the tcr75 reload was received with no apparent damaged and with the proximal 33 drivers up without staples and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position. The cartridge reload was manually unlocked and it was tested for functionality with a test instrument. The device fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.